Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/22/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13995n multifire scorpion needle tip broke off inside the right knee. This was discovered during an acl procedure on (B)(6) 2024. A mini-c-arm was obtained to take x-rays. The needle tip was located and removed from the right knee with confirmation by the x-ray and the surgeon.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.